Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion and experienced itching. According to the physician, healing of the implantation wound was slow, which might have been a sign of infection. There were no additional adverse patient effects reported. This rv lead was explanted.